Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse cleaned the touchpad of dirt and debris on both surgeon consoles. The fse could not replicate error 76. The system was tested and verified as ready for use. No image or procedure video was provided for review. System log review was performed. Per the review, the following was confirmed: a prostatectomy - radical w/lymphadenectomy was performed on system (B)(4). On (B)(6) 2022. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to the customer receiving a non-recoverable fault message on touchpad upon reboot of the system. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer experienced a non-recoverable fault. The customer stated that they did not capture the fault number, but had restarted the system. The customer stated that upon reboot they were getting a touchpad message. The technical support engineer (tse) viewed a mid-procedure restart in logs along with error 76 "stuck touchpad screen" message in logs on ssc serial# (B)(4). The customer stated that the surgeon moved to console one and was continuing with the procedure. The tse recommended that the customer reboot the system after the case and ensure nothing was touching the console armrest to attempt to resolve error 76. The tse was unable to see the error that caused the recoverable fault due to the logs not having uploaded while the tse was on the call. Only the touchpad error was present in the live logs. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that this was resolved. The customer stated that they just needed to change out a blue cord. No patient demographics or images were provided.